Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. It was reported that the patient's incision site from the latest device upgrade that was performed did not heal and drainage was noted. The patient was then given intravenous antibiotics and the physician planned to re-implant after a week of treatment. There were no additional adverse patient effects reported. The rv lead was explanted.